Manufacturer narrative:
A medtronic representative, at the site on 09/21/2016, made a second attempt to replicate the reported issue, however, could not. The following day, the medtronic representative returned to the site and was able to reproduce the reported issue by manipulating the emitter cable when the axiem communication stopped communicating and was red status. When the emitter was unplugged, the axiem box communication was functioning normally and in green status. When plugging in the emitter, the communication failed and was red status. The medtronic representative replaced the emitter with a new one and the communication was successful, system functioned as it should. No further issues were reported. Return requested. Replacement mobile field generator shipped to site 09/21/2016. Medtronic investigation of returned suspect mobile field generator, returned and tested on 10/10/2016 finds the emitter showed field generator and axiem box with a communication error when the field generator was connected to the axiem box. It first worked fine for an hour then it failed for a while and then worked again. After two hours of burn-in the field generators failure became constant. Failure electrical. Red status / no tracking. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 09/22/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Axiem emitter was not communicating. Replaced emitter and the system is functioning properly. Issue resolved. System performed as intended.

Event description:
A medtronic ear, nose & throat (ent) representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system was functioning normally when, unexpectedly, the axiem and the emitter showed a red status with communication error. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.